Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right superficial artery. The armada 18 was being used for pre-dilatation prior to placement of a supera stent. During the third inflation, the balloon ruptured at 8 atmospheres. The device was successfully removed and replaced with another armada to complete the pre-dilatation. There was no resistance during advancement and no issues during preparation. No patient effects or clinically significant delay. No additional information was provided. There was no resistance during advancement and no issues during preparation. No patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The balloon rupture was confirmed. The investigation determine that the reported balloon rupture was due to circumstances during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.